Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet cartridge leaked during use, after which the user cleaned and dried the ilet housing and reloaded a new cartridge following proper loading steps. Symptoms included hyperglycemia with a reported blood glucose of approximately 370 mg/dl for about one hour without ketone testing, backup therapy, or medical intervention. Outcomes included temporary elevation in blood glucose without long-term sequelae. Investigation included user interview and troubleshooting with education on cleaning the housing and replacing the cartridge. Investigation of this case revealed a suspected leaking cartridge with no device alerts or alarms reported and no confirmation of overfilling or loading error by the user. It was concluded that the event involved a suspected cartridge leak leading to hyperglycemia, with resolution after cartridge replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.